Event description:
It was reported that a plum 360 completed the nacl infusion earlier than the duration time "i.e. Duration = 1hr, flow rate=100ml/hr, the infusion will be completed at 45mins." It was mentioned that they became aware of the event when it was returned from clinical use with a signed note from biomed. The event did not occur while in use with a patient. The pump was tested at the user facility, it was tested ¿100ml/hr, duration=1hr, it completed at 1 hr. Nothing wrong.¿ they check the alarm log /history to get further information, but no related message found. The root cause has been found out by investigating the detail log file- user wrongly entered the volume to be infused (vtbi) 50ml instead of 100ml, that is why the infusion will be ended early than their desired time. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Customer complaint cannot be replicated during investigation: we have tested for few times vtbi=100ml, there is nothing wrong, the infusion is able to complete on time without any delay or inaccurate under delivery. However, I found they have entered a vtbi=50ml for some infusions, which is a reason of early infusion complete (inaccurate under-delivery). Probable cause: wrong vtbi input, causing the inaccurate under-delivery.